Event description:
It was reported, the patient had had three urinary tract infections in six months. Their programmer did not communicate with the stimulator due to back arthritis. The patient only used stimulation for the first three months. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3093-28, lot# v034890, implanted: 2007 (B)(6); product type lead. (B)(4).